Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient needed a new battery. It was thought that the battery wasn't doing any good. It was noted that the patient used to have to be medicated 24 hours a day every 2 hours prior to the implant. But now, they were only taking sinemet every 4 hours. Their tremors were horrific prior to the implant. The caller noted they felt like the stimulator has helped the patient. But they think the their daughter is trying to tell the healthcare provider (hcp) that the device wasn't doing them any good. The caller also believes the nursing home isn't medicating the patient properly, adding that they took away their 9 a.m. Sinemet. The caller was redirected to the hcp. No further complications were reported as a result of this event.